Event description:
It was reported that the patient developed an allergic reaction approximately 1.5 hrs after gel-one injection. She experienced light-headedness, hives, and throat was closing up. Patient gave took benadryl and gave herself an epi shot attempts to obtain additional information have been made; however, no more is available at this time.